Manufacturer narrative:
(B)(4). The device sample has been received; however, the investigation report was not complete at this time of this report.

Event description:
The customer alleges that the sheath peeled back during insertion. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath dilator assembly. Visual examination of the returned sample revealed that the dilator was returned inserted through the sheath and was protruding from the sheath tip. The peel-away sheath tip is damaged but the dilator tip appears undamaged. Microscopic examination revealed that the sheath tip edge is pushed back creating a bend/fold (accordion- like). This damage results in an uneven/jagged tip edge. Microscopic examination of the dilator revealed that it was used but not damaged. The sheath measured 2.76" in length, which meets specification. The tip inside diameter (ID) could not be accurately measured due to the tip damage. The returned dilator measured 3.75" in length , which meets specification. In addition, a 0.018" long pin was passed through the dilator confirming that it was not blocked. A device history record (DHR) review was performed on the sheath/dilator assembly with no relevant findings. The IFU provides insertion techniques for the sheath/dilator assembly. The IFU directs the user to pre-dilate the puncture site if necessary. It was not reported if this was done. Other remarks: the report that the sheath tip ruffled during insertion was confirmed by evaluation of the returned sample. One side of the sheath tip was found to be pushed back. A DHR review was performed and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under CAPA (B)(4). The failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that the sheath peeled back during insertion. No patient injury or consequence.